Event description:
Reporter stated that a patient capillary sample was measured, using the suspect device, with a result of 259 mg/dl. Within 10 minutes, a venous sample obtained from the same patient reportedly measured 92 mg/dl in the facility's lab. Reporter noted that pt was not treated based on the value obtained on the suspect device. Valid quality control tests had not been performed on the suspect product (the facility's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.